Manufacturer narrative:
On (B)(6) 2022 - the consumer accepted a replacement device. Therefore we will not receive the device for an investigation.

Event description:
On (B)(6) 2022 - the consumer claims the product was smoking. The consumer accepted a replacement and will not send the product to the manufacturer for an investigation.

Manufacturer narrative:
(B)(6) 2022 - the consumer accepted a replacement device. Therefore we will not receive the device for an investigation. (B)(6) 2023 - submitting a supplemental emdr to the FDA as we mistakenly entering the incorrect medical device problem code. Changing the medical device problem code "fail-safe problem to "appropriate term / code not available.

Event description:
(B)(6) 2022 - the consumer claims the product was smoking. The consumer accepted a replacement and will not send the product to the manufacturer for an investigation.